Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to erosion. The patient does not have much subcutaneous fat and is thin skinned however, the device reportedly had not quite come through the skin. There were no additional adverse patient effects reported. The pacemaker was explanted.